Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0871 inches. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2025 and (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn# (B)(4), event date of (B)(6) 2025/related svn# (B)(4), event date of (B)(6) 2025, there are no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case.the pump passed all the required testing. Unable to verify customer alleged for high bgs/dka.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the insulin pump in use leading up to the hospitalization. The customer reported a blood glucose value of 1073 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis was treated with an insulin pump (subcutaneous insulin infusion), an IV insulin drip (intravenous insulin infusion), the manual injection/insulin pen, and hospitalization. Also, the customer reported the symptoms of confusion and diaphoretic was treated with hospitalization. The event involved products mmt-1884, mmt-242a, and mmt-332a. Troubleshooting was partially performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was not used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-242a and mmt-332a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.